Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported the device has not worked in the past week or so, not helping with symptoms. Patient stated his hcp said not to change until appointment. Patient was going to call hcp and get more information on what he shouldn't change. Patient stated his bladder doesn't empty and cannot hold urine. Patient stated this started in the last week or so. There were no further symptoms or complications reported or anticipate.